Event description:
It was reported that during a routine check, the end user observed an erratic display issue on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. Corrected fields: b5, h6(clinical , impact). A getinge field service engineer(fse) evaluated the unit and observed intermittent display distortion during diagnostic testing. The fse replaced the video drive cable causing display distortion. The unit passed all functional and safety tests per factory specifications, and the unit was returned to the customer.

Event description:
It was reported that during a routine check, the end user observed an erratic display issue on the cs300 intra-aortic balloon pump (iabp).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).